Event description:
It was reported that during a hernia repair procedure, the staple would not release. During the procedure, the stapler delivered properly four staples, and then the fifth was delivered but wouldn't close. And finally, the rest of the staples were stuck in the device. A new stapler must be used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.